Event description:
It was reported from colombia that during a craniotomy surgical procedure, it was discovered that the piece that protected the dura mater of the craniotome device split/broke, causing the patient to bleed. It was further reported that the patient sustained a dura mater injury (dural injury). It was reported that it was unknown if the device was working correctly prior to the failure occurring. It was reported that there was a three-minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There was patient injury reported. It was reported that it was not known how the bleeding was controlled, therefore the type of medical intervention performed was unknown. However, the reporter stated that there was no additional medical intervention provided to the patient. It was not reported if there was prolonged hospitalization required as a result of this event. It was reported that the patient was in stable condition. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no non-conformances or abnormalities identified during the manufacture of the device that may have contributed to the reported condition.